Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose at time of incident was unknown mg/dl. The customer stated the up arrow key is not working and right side of the buttons works but the left side nothing happens when he press. The customer stated that there is no significant event leading to the keypad issue. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose at time of incident was 140 mg/dl. The customer stated that 4-5 months the button on the up arrow seems sticky. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.